Manufacturer narrative:
The device was returned and an inspection could not confirm the customer allegation. No defects were found on the device. The device will be returned to the customer unrepaired. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the biopsy channel connection of the evis eus ultrasound bronchofibervideoscope was loose. The issue was noticed during preparation for use for a therapeutic procedure. The procedure was completed with a similar device and there was no delay. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as no problem was found. The reported issue of a loose biopsy connection was not reproduced. Olympus will continue to monitor field performance for this device.